Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the bottom row of teeth are still crooked, the top tooth has space, and shifted the teeth on that side. The patient also noted infection, chipped tooth, and jaw clicks on the right side when mouth is opened all the way.